Event description:
The patient had acquired an infection with a reverse should prosthesis in. When trying to remove the hardware, there were signs of metalosis. Through all known methods of removal techniques and tools, the flex tray would not separate from the flex stem.

Manufacturer narrative:
The reported event could not be confirmed since no other evidence were provided. On the received devices, we are unable to disassemble the stem from the tray and therefore we could not identify the lot/serial number of the tornier flex stem and tray. The visual inspection of the devices shows several marks related to attempts to separate the stem from the tray. The reported event of infection could not be confirmed with the returned devices. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient had acquired an infection with a reverse should prosthesis in. When trying to remove the hardware, there were signs of metalosis. Through all known methods of removal techniques and tools, the flex tray would not separate from the flex stem.